Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Healthcare professional reported left side "query alcl." Device has been explanted. Histopathological markers confirming alcl have not been received.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports, allergan medical safety has determined that there is no malignancy. Continued h.6 health effect impact code: f2201 biopsy. Additional, changed, and/or corrected data: a.4, b.5, b.6, h.6. The events of "moderate amount of fluid," "draining superficial abscess," and "extensive histiocytic and foreign body reaction involving the skin" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "moderate amount of fluid," "draining superficial abscess".

Event description:
Healthcare professional reported left side "query alcl." Later reported "extensive histiocytic and foreign body reaction involving the skin" on biopsy, "moderate amount of fluid" on MRI, "draining superficial abscess," and "undulating contour." Device has been explanted. Surgical pathology report states "negative for lymphoma and malignancy."